Manufacturer narrative:
Updated fields: b4, d9, e1 (site country and event site email), e2, e3, e4, g3, g6, h2, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11corrected fields: h6 (component codes).

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched and performed a demand pm which is normally performed by the site biomed. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that during preventive maintenance (pm) performed by the customer's biomedical engineer, the cs100 intra-aortic balloon pump (iabp) had issues when the biomed was attempting to calibrate. There was no patient involvement, and no adverse event was reported.